Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, during a catheterization training session the plunger disconnected when attempting to withdraw water from the balloon, preventing proper functionality testing.